Manufacturer narrative:
The pump was returned to animas for evaluation. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no issues.

Event description:
The patients mother reports that the patient has been experiencing elevated blood glucose levels over the past 2 weeks with positive ketones and vomiting.